Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported the pump off for >10 minutes, alarms with sound of 1 short beep, screen reading to replace system controller and system controller fault. The green indicator arrows were off ("black") and the patient's family could not hear audible hum. There were no audible alarms after initial 1 beep. Upon arrival to hospital, no vad hum was audible on exam, patient was on batteries and the system controller displayed same error message to replace system controller and system controller fault with no audible alarms of any kind, no lights illuminating, nor did the system controller alarm when percutaneous lead was disconnected. On review of data history, once disconnected from patient, a few previous low speed alarms that the patient did not report from previous 2 days were noted; then some baseline data and then began again with low speed and then pump off starting around 1043 pm (B)(6) 2013 and ramping back up back up at 11:5pm (B)(6) 2013 and then no more data was captured. The log file reviewed by the manufacturer confirmed abnormal pump operation with alarms resulting in possible percutaneous lead damage. The system controller was removed from the patient and the patient underwent a pump exchange.